Event description:
It was reported that the smartpass feature had programmed itself off due to decreased intrinsic amplitudes and a change in morphology. Also, there was some noise. The patient came in for a check-up and the smartpass could not be re-enabled in any sensing vector. Technical services advised programming and testing options. Later the system was explanted. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. There was a crack at a bubble in the notch area next to sense b electrode. This was open to the surface and extending slightly into the insulation. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the smartpass feature had programmed itself off due to decreased intrinsic amplitudes and a change in morphology. Also, there was some noise. The patient came in for a check-up and the smartpass could not be re-enabled in any sensing vector. Technical services advised programming and testing options. Later the system was explanted. There were no additional adverse patient effects.